Event description:
It was reported that a female pt with thin skin sustained a skin split to her right arm just below the olecranon upon removal of the drape following an arthroscopic subacromial decompression of the right shoulder. The drape was used to isolate the lower arm. Reportedly, the surgeon sutured the 3 cm skin tear.

Manufacturer narrative:
Female pt reported to be in (B)(6). Surgeon was careful when removing the drape but the pt's skin was thin. The lot number was not provided and without this information it is not possible to determine the expiration date of the product or the manufacture date. Occupation not disclosed on initial report. Skin tear was likely due to the state of the pt's skin and age. The product instructions for use indicates skin of elderly is typically fragile and requires greater care when removing the drape.